Manufacturer narrative:
Visual findings observed the sensor cable has been stretched as it is exposing the internal wires at the rj-11 connector. The sensor pad has wrinkles and creases throughout the pad. The vinyl material on the neck of the pad is torn on one side. The first use and expiration dates were not filled in; however, the back side of the pad has been dated oct 21, 2020 indicating that the sensor pad may have been put into use with a patient for more 30 days from initial use which is not recommended per the IFU printed on the pad. The carbon print circuit inside appeared folded as the pad is bulging on the right hand side when it is laid down flat with printed instruction for use on top. The label attached on the sensor pad has been peeled off or is missing. Evaluation found the sensor pad will trigger the in-house 8345 unit to sound when weight is removed from the pad, and it will not trigger when weight is applied on the pad as intended. The sensor pad met specifications and passed all functional testing. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
Customer will not be returning product for analysis, therefore, this report is based solely on the information provided by the customer. Without the return of the device, the complaint cannot be confirmed. Based on previous complaint investigations, it can be speculated that either damage to the sensor pad or rj11 clip, folds and creases on the sensor, moisture and wear and tear may have contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The instructions for use states that always check sensor pads when connecting them to a posey alarm. You can check a sensor pad by attaching it to the sensor input on the alarm, activating the alarm and placing pressure on the sensor pad. When the pressure is released, the alarm should sound. Repeat this pressure release test in several different areas along the entire length of the sensor pad to ensure entire sensor pad functions properly. If the alarm and or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a properly functioning alarm and or sensor pad. Do not use the alarm or sensor pad if it does not activate each time weight is removed from the sensor pad. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2021 00040. Product not returned.

Event description:
Customer reported via email a sensor pad that did not function properly. As a result, it resulted in a patient fall. No gtin number provided, troubleshooting guide saved. The date the issue was discovered is unknown.